Event description:
The customer returned two catheters, each from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray, to cook for evaluation but initially reported one experiencing the failure of a hole in the lumen of the catheter which was reported under patient identifier (B)(4). During the device failure analysis of the two devices, the blue hub of the additional catheter was noted to have a crack and leak thus prompting this report. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray d4 - rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a hole was observed in one of the catheter lumens of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. The failure was discovered after the device had been in use. No adverse effects or additional procedures for the patient were reported due to this occurrence. Two central venous catheters were returned to cook. One cvc had a hole in the white extension tubing near the manifold. The second had a crack on the blue hub and leaked. This report will capture the cracked hub. The hole in the extension tube is captured in report number 1820334-2024-00623. Reviews of documentation including the quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a functional test of the returned device, were conducted during the investigation. One used, damaged catheter was returned to cook for evaluation. Upon visual inspection, it was noted the blue hub extension tube, identified as number two was confirmed to be cracked. The crack started a the proximal end and having a length measurement of approximately of 1.0 cm. A functional test of the device confirmed leakage. Cook has concluded that the device was manufactured to specification additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU c_t_ctulmabrm_rev7 [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] packaged with the device contains the following in relation to the reported failure mode: "intended use: power injection of contrast media.the flow rate may not exceed 10 ml/sec. Warnings: the safe and effective use of central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10 ml/sec. To safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement." Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that the main cause of failure was a component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. A CAPA was previously opened to further investigate this failure mode. The CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc (central venous catheter) hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.